Event description:
It was reported that this implantable pacemaker device exhibited an intermittent atrial undersensing. Noted as low as 0.8 milli volts. As of this time, this device remains in service. No adverse patient effects were reported.